Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor connector pin was bent. It was also noted that there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that the physician was unable to attach the lead to the lateral wall. There were issues extending the helix. Additionally, the rotation tool had been forced onto the lead, which bent the connector pin. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.